Event description:
Olympus was informed via service request the customer ¿ultra¿ 10mm 30 degree rigid telescope reportedly was found to have ¿cracked lens¿. The customer reported issue was found in the operating room. No death, injury, or harm to the patient or other was reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The customer¿s reported issue was confirmed, debris in the optical system and under the distal cover glass due to broken rod lens (no moisture). The repair inspection also noted dents and scratches on the outer tube shaft, other minor scratches on the eyepiece funnel. Additional information was requested from the customer regarding the details of the reported event is pending. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide the device manufacturer date in h4.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the cracked lens was due to excessive force. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.